Event description:
It was reported the pt experienced intermittent stimulation. The sjm rep met with the pt who reported the intermittent stimulation is resolved. The sjm rep performed diagnostic tests on the sys and found no anomalies.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.